Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a.

Event description:
It was reported that during surgery, the clip does not close when used with endoscopic appliers. This occurred when applying the clip. There was no harm or injury to the patient. The issue was resolved by changing to a new clip cartridge for the old model. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that during surgery, the clip does not close when used with endoscopic appliers. This occurred when applying the clip. There was no harm or injury to the patient. The issue was resolved by changing to a new clip cartridge for the old model. The patient status is reported as "fine".